Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient was charging too frequently. The patient wasn¿t recently reprogrammed or had an overdischarge, but recently had the need to increase parameters. The patient had to charge every day or every other day and they used to charge every 3rd day. This started since the end of (B)(6) 2016. The patient increased stimulation recently when they lay down, but otherwise didn¿t have any change in programming. This occurred about the same time as the charging issue started, so it could be related. No related patient symptoms were reported.